Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that one day post operatively their heart won't "settle down". It was also noted that an electrograms (egm) noted a "possible pacemaker failure." The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.